Event description:
It was reported impedance measurements greater than 4000 ohms were read on some of the bipolar pairs and all or some of the unipolar pairs when connected to the implantable neurostimulator (ins) in the pocket. It was noted the lead was tested by its self and they were able to see bellows and toe flex. It was stated the ins in the pocket was set up with a simple bipolar program and they could see bellows and toe flex, but electrode #2 was showing greater than 4000 ohms. It was later reported impedances greater than 4000 ohms were seen on several connections and a new ins was used. It was stated the patient was doing great. Additional information stated the ins was never implanted and when it was replaced the issue was resolved. The patient¿s status was reported as no injury and there were no symptoms associated with the event.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va05v66, implanted:(B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.